Manufacturer narrative:
Updated fields: b4, d4 (exp date), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d4 (UDI and lot), e1 (event site telephone). Due to character limit in block e1 event site telephone: (B)(6). Upon alarm activation and identification of blood like material in the iabp extension tubing, the device was immediately assessed at the bedside. A suspected iabp balloon membrane rupture was identified. To prevent potential complications such as embolism, the catheter was promptly disinfected and removed. The patient was closely monitored following removal, and vital signs remained stable. No further intervention related to the device was required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab). The patient presented with acute myocardial infarction, hypotension, and bradycardia. Emergency coronary angiography revealed right coronary occlusion, and one stent was implanted. During and after the procedure, the patient experienced persistent hypotension and was given temporary pacing and intra-aortic balloon counterpulsation (iabp) support. On the first post-procedure day, the patient's blood pressure and heart rate were stable when the iabp machine suddenly alarmed and stopped. The patient was rushed to the bedside, where the iabp extension tube was found to be filled with red, bubbly material, suggesting a ruptured iabp balloon membrane. No harm.